Manufacturer narrative:
Concomitant medical products: 4470 lead, implanted on (B)(6) 2013, etlw1628c156e stent graft implanted on (B)(6) 2015, etlw1616c124e stent graft implanted on (B)(6) 2015, and etbf2816c166e stent graft implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post implant that there was a rv coil impedance alert triggered due to high/undefined impedances on the right ventricular (rv) lead on the same day the device was implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.